Event description:
It was reported that the patient has pain and also is reporting that the implant is popping out of place.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown acetabular insert. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. See CAPA (B)(4).

Event description:
It was reported that the patient has pain and also is reporting that the implant is popping out of place.